Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, multiple episodes of noise on the ventricular channel was observed. Increase impedance was also noted. Noise was reproduced with provocative test. Lead will be revised.